Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one unopened sample pertain to the product code vr917. As per the sampling plan, a visual inspection was performed on the returned sample, and no defects were found on the package, the seal was in good condition. The packet was opened and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: as an absorbable device, vicryl rapid may act transiently as a foreign body. Acceptable surgical practices should be followed for the management of contaminated or infected wounds. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was the appearance of the suture during the removal? - if re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. -received information as following from sales rep via phone today. After investigation, the patient (female, specific age unknown) underwent episiotomy repair in hospital on (B)(6) 2023. During the surgery, the surgeon used the vr917 for vaginal mucosal sewing in the way of continuous suturing, and used the absorbable suture (specific product code unknown) manufactured by our company for perineal, subcutaneous and skin sewing (specific suture method unknown). The intraoperative suturing was smooth. About 12 days after surgery (with specific event occurred on an unknown date), the patient had wound pain. The examination by the doctor found that the suture at vaginal mucosa suturing site was not absorbed. The suture was removed, and then the wound healing was improved. No subsequent adverse event report was received. The hospital reported that the event occurred on (B)(6) 2023, and the device use date was estimated to be (B)(6) 2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. The device was used to sew the perineum. Post-op on (B)(6) 2023, about 12 days after the surgery, the patient came to hospital for examination due to incision discomfort and pain, and it was found that the suture was not absorbed. Then the suture was removed from patient. Additional information was requested.